Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer experienced at least three occurrences of the same malfunction and was provided with a loaner pump while continuing insulin therapy without further action needed.